Event description:
It was reported that during a knee surgery the device was deformed or deformed in the face, as it was too flexible and got twisted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2025: it was confirmed that during the same surgery in total 4 devices from the same batch failed. Two devices broke and two got bent. Two screws were thrown away and the other two were successfully inserted into the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.